Event description:
It was reported that a cartridge alarm 0 occurred. Customer reloaded the cartridge in an attempt to resolve the issue, however customer received a minimum fill notification. A new cartridge was loaded to resolve the issue. Customer's blood glucose level was 322 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.